Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamps of an unspecified quantity of trifurcated fluid transfer tube sets were not preventing liquids from flowing from one bag to another. It was further reported that usual speed was used on the pump and the amount of fluid transfer was not more than it should be. This issue was identified while preparing solutions during ¿service/testing¿. The defective tubing sets were changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.